Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 562 mg/dl at the time of incident. The customer¿s current blood glucose value was 426 mg/dl. The customer experienced symptoms such as peeing, thirsty and nasty disposition due to high blood glucose value. The customer treated high blood glucose with manual injection and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was using auto mode at the time of incident. Customer stated that the inaccurate sensor readings which triggered a threshold suspend. The customer¿s blood glucose was 562 mg/dl and sensor glucose was 40 mg/dl at the time of the event, the difference is outside the acceptable range. Insulin delivery was suspended due sensor glucose value. No further patient complications were reported. The insulin pump will not be returned for analysis.